Manufacturer narrative:
The customer's cuffless murphy non dehp endotracheal tube part number 86234, lot number 17e0789jzx was received for evaluation. A visual inspection performed verified the tube printing was present and legible. The reported failure was not confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the numbers were rubbing off the tube after two days after placement.

Event description:
Medtronic received a report the flange separated from the tube. The customer said they could not provide patient outcome information or event details.